Event description:
Customer reported the sys would not complete boot up and fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and attempted repairs, found the 386 motherboard to be faulty. This motherboard is no longer available for replacement.